Event description:
It was reported that a malfunction code, malf 12, occurred. The customer's blood glucose level was recorded at 8 mmol/l, indicating there was no adverse impact. Technical support assisted the customer in resetting the pump, after which the malfunction code did not recur, allowing the customer to continue using the pump. The customer was instructed to call back if any issues arise.